Manufacturer narrative:
G4: 23jul2020. B4: 23jul2020. The reported issue occurred during incoming testing. On the initial device evaluation when the device cycled few times like it was going to start, it was the vent inop post timer/24 v failure error that showed up on the log. The biomed who reported this issue returned an email to the philips rse on 23-jul-2020, stating that the battery and power lights started flashing before the battery charged. The system went back into the same failure of not booting. The unit has been returned to the hospital that lent it to the biomed's facility. He biomed who reported this complaint stated her facility did not want to spend money repairing it. The case number and part numbers were provided to the facility that owns this device. However, it is unknown if they plan on repairing it or retiring it. The biomed requested the service order for this case be closed. If the decision is made to have the device evaluated and repaired, a new service order will be opened. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
It was reported to philips that the device will not power on. The customer (biomed) stated that the unit alarms with the red alarm and safety valve leds flashing red. The external battery and backup battery led's are also flashing (amber), and the green mains led is illuminated. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the biomed to power on the device into diagnostic mode. The device cycled a few times like it was going to start, then eventually showed a vent inop diagnostic code. The rse instructed the biomed to turn the device off and reconnected the backup battery. After 15 minutes, the battery led quit flashing and the battery charging led was on steady as was the power supply cooling fan. The rse advised to allow the battery to charge overnight. The biomed was contacted and stated that this unit was not in service. It was shipped to the hospital from a different facility and they planed on returning it to the hospital that sent it. The biomed provided the other facility the philips case number and information regarding parts that are needed.